Event description:
A doctor reported that three patients experienced corneal burns during surgery. The patients experienced wound leaks and presented at the one day post-operative visit with pressures of zero and flat anterior chambers. The patients received a stitch and were reported to be "doing great." No patient identifiers were provided. The surgeon attributed the issue to the patients' corneal incisions being too small. The incisions were made by laser at the surgeon's specifications. Additional information was received from an optometrist on behalf of the surgeon, stating that the laser did not cause or contribute to the event. It was also reported that the occlusion bell was heard ringing during surgery. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Clinical review revealed that if an alcon handpiece, tip, and sleeve were being used at the time of the reported event, they are not compatible with the selected incision size, suggesting possible user handling issue. However, at this time, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).